Manufacturer narrative:
A boston scientific technical services consultant documented and discussed the clinical observations and options for this patient. Follow up information was received confirming stable threshold measurements were observed. The root cause of the syncopal event was not felt to be device related. It was recommended that this patient be followed via remote monitoring. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented to the emergency room after experiencing a syncopal event. Device interrogation revealed a message to evaluate shocking impedance measurements. Current shock impedance is 92 ohms. However, a review of the trended data identified and increase over the past year with measurements up to 125 ohms. All other lead diagnostics were stable. No additional adverse patient effects were reported.